Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/26/2016. Retain product was tested and found to be functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot b15355a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Y (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified. Assessment: there is no indication of a product malfunction. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded unexpected results on a (B)(6) -year-old female patient with chest congestion. There was no additional patient information available at the time of this report. Method: inr: sample: collected: results: I-stat, 2.7, a, 0936, 0951. Lab, 3.9, b , unknown, 1157. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).